Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was difficult to attach to the handpiece was not confirmed. However, during service and evaluation, it was determined that the device failed cutter insertion and had a drilled leg. It was determined that cutter insertion failure was due to a broken bearing from normal wear. It was determined that the he device had a drilled leg due to excessive force, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was difficult to attach to the handpiece. During service and evaluation, it was determined that the device failed cutter insertion, had a drilled leg and a broken bearing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.